Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 400 bd vacutainer® sst¿ ii advance plus blood collection tubes underfilled. The following information was provided by the initial reporter: " none of the tubes fill to fill line. Vacuum insufficient. "

Manufacturer narrative:
H.6. Investigation: bd had not received relevant samples or photos for investigation. Physical samples were received on two different batch numbers unrelated to this claim of underfill. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 400 bd vacutainer® sst¿ ii advance plus blood collection tubes underfilled. The following information was provided by the initial reporter: " none of the tubes fill to fill line. Vacuum insufficient. "